Event description:
The customer reported that his olympus 4k autoclavable camera head failed to connect properly during procedure preparation. According to the initial reporter, the physician elected to use another device to complete the intended procedure. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user¿s report was confirmed. No image was displayed on the monitor due to a faulty cable. Additionally, it was noted that the rear label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the image did not display because of a communication failure which occurred due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Olympus will continue to monitor field performance for this device.